Event description:
A malfunction was reported with a code displayed as malf 12, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, and the resettable malfunction code was resolved with assistance from customer technical support. The customer was informed to continue using the pump and to contact support if the issue reoccurs, with confirmation that the customer understood these instructions.